Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. All companion samples have been sold and distributed. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
Peritoneal dialysis patient reported to technical support during troubleshooting a cycler alarm of observing a fluid leak. The patient was advised to discontinue use of the cycler and to contact the clinic nurse. It was indicated that the patient would complete treatment with continuous ambulatory peritoneal dialysis. Follow up with the peritoneal dialysis nurse indicates that the patient was cultured and was prescribed prophylactic antibiotics. The patient reportedly completed treatment and has resumed treatments on a replacement cycler. Additional information was solicited.